Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was mildly calcified and mildly tortuous. The physician attempted to cross the lesion with a taxus express2 3.0 x 12 mm stent, however, significant resistance was encountered. Consequently, the stent could not cross the lesion. After the removal of the taxus stent it was noticed that there was a stent strut that was lifted. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".